Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the protective sheath was removed from the 3.5x18 xience alpine stent delivery system (sds) without resistance. The sds was advanced to the target lesion and inflated when it was noted that there was no stent on the sds. Another xience alpine stent was used to complete the procedure. After the case, the dislodged stent was found inside the protective sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. It should be noted the xience alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.